Manufacturer narrative:
H 3: evaluation summary: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Ten samples with the reported lot number were received for evaluation. The samples were visually tested and do not present a failure. The reported condition could not be confirmed. Based on the sample evaluation and the information available in this complaint report, the samples were manufactured according to current product specifications, and tested under the current acceptance criteria. A production notification was performed to all personnel to ensure that they are aware of the condition reported by the customer. The current process is running according to product specifications, meeting quality acceptance criteria. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the catheter is disconnecting from the sample port very easily.